Manufacturer narrative:
The device was returned to zoll medical corporation. The reported incident blank screen was observed and verified to a defective lcd display and it was replaced to resolve the issue. Device recertified. No emerging trend based on similar reports

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's screen turned completely white and was illegible. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.